Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation was not able to confirm the reported failure. The board was installed in a test system at ac_5d location and it came up with no errors and the boom and shoulder were able to be driven without errors. The system ran 10 power cycles with the board installed and no errors were logged. The board then remained in the test system for over six hours and all the gantry motors were exercised periodically with no errors. This board passed final system test without issues. No trouble found (ntf).

Manufacturer narrative:
An isi technical field specialist (tfs)performed a field evaluation at the site. The reported problem of error 32101 was reproduced when trying to move sus/boom, which supports the rest of the patient side cart. The tfs resolved the reported system error code issue by replacing the acp4 board and programmed the system. The replaced item has been returned and failure analysis is in progress. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci ventral hernia repair procedure, the surgical staff encountered a system error code 32101 when the joystick was selected. The joystick operates the boom, this targets the exact location of the patient's anatomy. During the procedure, the technical support engineer (tse) walked the customer through some troubleshooting steps including power cycling the system, however the system would not recover. The procedure was converted to laparoscopic surgery due to the error 32101. At this time, it is unknown if the system was docked to the patient or not. There was no patient harm, adverse outcome or injury reported.